Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported since starting on the pump the customer has experienced issues where the fill estimate was noted to be inaccurate and air bubbles were noted in the luer lock on day 3 of infusion set wear. The customers blood glucose (bg) level was impacted (200-300 mg/dl) with low to moderate ketones. The customer addressed elevated bg level with correction boluses via the pump. The customer performed fill tubing to remove air bubbles. In addition, the customer reported to have experienced low bg multiple times. Bg level was reported to be as low as 60 mg/dl customer addressed bg level by consuming fruit and sugar. Customer thinks low bg was possibly caused by delayed digestion and is working with health care provider regarding pump settings adjustments. Customer also reported that they cannot feel pump vibration alerts. The customer stated that because they cannot feel the vibration alerts, pump alerts have been missed and bg levels were impacted. The customer stated that their previous non tandem pump had vibrated loudly.